Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the rse determined that the machine was not switching on and had no display on console monitors. To resolve the issue, the rse performed power recycle from main mcb. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.